Event description:
A malfunction alarm labeled malf 12 was reported by the customer, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump successfully. No recurrent issues were reported, allowing the customer to continue using the pump, with instructions to call back if the problem recurs.